Event description:
According to customer, catheter broke on insertion. It was brittle and looks like it broke into little pieces, they reported. A portion remains in patient, and might not be removed.